Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date? Unknown. What date did the reaction occur on? Unknown. What does the reaction look like and how large of an area does the reaction cover? Sternotomy incision, chest and female breasts. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Removal antiinflammatory, hydrocortisone. If medication was required, please clarify if it was prescription strength. N/a. Can you identify the lot number of the product that was used? N/a. What is the most current patient status? Stable. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was prineo used for this patient? Or another brand? Please provide a description of the event, symptoms, and manifestation of the reaction. Name of cardiovascular surgery? Please clarify if the steroids used were prescription strength? Please specify? Were any other medications prescribed? Was any surgical intervention performed? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Lot number of product used? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent an open cardiovascular procedure on an unknown date and topical skin adhesive was used. The patient had a skin reaction and they can not tell if the reaction was caused by the topical skin adhesive or another brand used. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was prineo used for this patient? Or another brand? Prineo. Please provide a description of the event, symptoms, and manifestation of the reaction. Post op day 8. Name of cardiovascular surgery? CABG x1. Please clarify if the steroids used were prescription strength? Please specify?n/a. Were any other medications prescribed? Hydrocortisone, zytrec and using triamcinolone ointment. Was any surgical intervention performed? No. Please describe how the adhesive was applied. Per standard instructions. How was the wound cleaned and dried prior to prineo/ dermabond application? Yes. What prep was used prior to, during or after adhesive use? N/a. Was a dressing placed over the incision? If so, what type of cover dressing was used? No. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? N/a. Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? N/a. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? N/a. Lot number of product used? N/a. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown sensitivity to cyanoacrylate but unsure.